Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte bl 22ga x 1.0in catheter broke once they place the catheter/cannula, when they pull the stylet part out the plastic part of the cannula has broken off in pieces.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is an outgoing and 2-hourly in-process visual inspection to detect catheter tubing damage. There is also outgoing functional test in place to check for catheter to adapter pull force. As no sample is returned for evaluation, actual root cause could not be established.

Event description:
Once they place the catheter/cannula, when they pull the stylet part out the plastic part of the cannula has broken off in pieces.